Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was not working for three days. They would get a battery out limit and a no deliver alarm on the insulin pump. They changed the reservoir, tubing, and insulin. Troubleshooting was performed and insulin exited without incident. The customer's wife also reported that the customer's blood glucose level had been running high. The customer's blood glucose level during the incident was 435 mg/dl. The customer's current blood glucose level was 497 mg/dl. The customer had symptoms such as nausea and diarrhea. The customer's wife declined troubleshooting for the high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.